Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been receiving ineffective back stimulation for approximately six months. The pt wants to have the system explanted due to this issue: however, he will wait until next year to make the decision.